Event description:
Additional information was received from the patient. They reported that they were uncertain of the cause, but they believed it occurred during a surgical procedure - botox inserted into bladder on (B)(6) 2021. To resolve the issue they had met with the manufacturer representative and urology pa to reset device, and it had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient saw strange message on screen - doctor symbol with por. When asked when this was first noticed, patient said that he was instructed not to use the programmer so doesn't check very often, said that it was noticed around june 1st. Patient said that had appointment at hcp office on (B)(6) 2021 and showed to np and they were going to contact patient services, however no previous calls were listed. The circumstances that led to the reported issue were unknown. When asked, patient said had a botox treatment on (B)(6) 2021 and back in (B)(6) of last year had turps procedure. Patient said that the last time device was checked in office was about a year ago or so. The patient was redirected to their healthcare provider to further address the issue. Patient to call hcp office to request appointment be scheduled with a representative to check device and clear message. No symptoms were reported.